Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
A crack was discovered in the acetabular cup impactor after decontamination.

Manufacturer narrative:
Examination of the returned instrument confirmed the cracked handle. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from (B)(4). The returned device was made after these changes. Eco-416321 was implemented on (B)(4) 2013 that further changed the material from (B)(4). Further corrective action is not indicated. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.